Event description:
It was reported to boston scientific corporation, in 2006 that a maxforce balloon dilatation catheter was used during preparation (patient age, gender, & weight unknown) the same day. According to the complainant, "the device has broken during the preparation." No patient complications were reported as a result of this issue.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed a tear in the balloon and various kinks along the length of the shaft. However, the exact cause of this issue cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.